Event description:
It was reported that the bd safetyglide¿ needle there was an issue with foreign matter.

Manufacturer narrative:
Investigation summary: three safetyglide needles in fully sealed blister packs confirmed to be from batch #5001543 (p/n 305916) were received and evaluated. No visual defects were observed through the packaging. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A leakage test was performed using a force gage and torque wrench. No defects were observed. Root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle there was an issue with foreign matter.